Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented to clinic, and interrogation of the device revealed that the left ventricular lead had a high and out of range impedance. The patient would continue to be monitored and was in stable condition.

Manufacturer narrative:
The reported events of high pacing lead impedance, suspected lead fracture and poor pin-to-header connection were not confirmed, while the reported event of loss of capture was confirmed. As received, partial lead was returned in two pieces measuring 30.5 cm and 43.5 cm. Visual inspection of the lead found an external insulation abrasion breaching the ring electrode 2 cable lumen at 21.0 to 21.5 cm distal to the suture sleeve tie impression. The ring electrode 2 ethylene tetrafluoroethylene cable coating was abraded in this location. The cause of the external insulation abrasion is consistent with friction to another device or feature of the heart, and is consistent with the reported event of loss of capture.

Event description:
Additional information - it was reported that the patient was not symptomatic to the event. The physician believes that the lead may have been fractured, although it has not been confirmed if the lead was fractured.

Event description:
Additional information - it was reported that there was also failure to capture seen on the left ventricular lead. The lead was explanted and replaced. During the explant, the physician pulled on the lead which eventually broke into two pieces, one of which still remains in the body. There were no patient consequences noted, and the patient was in stable condition.